Manufacturer narrative:
Immediately following notification of the incident, fisher & paykel healthcare ('fph') raised an inquiry into the circumstances surrounding the event as reported by the hospital. We are still in the process of acquiring pertinent and sufficient data and/or descriptions in order to perform a thorough analysis of a possible root cause of the event. Fph has not been advised of the actual cause or timing of the pt's death in the first instance. We have requested this info. A fph service tech made a site visit to the hospital to carry out a performance test on the cosycot and to attempt a replication of the alleged fault. The alleged fault could not be replicated and the cosycot passed all performance tests. To gain a better understanding of the circumstances surrounding the event and to assist in our evaluation, we have requested further detail via relevant hospital staff. Our attempts are underway. We will submit our findings in full in a follow-up report upon receipt of the detail requested and following completion of our analysis.

Event description:
A hospital in other country, reported to the service manager of fisher & paykel healthcare's office of an incident involving the cosycot infant warmer ('the cosycot') as follows: "a midwife at the neonatal unit reported that all power on the cosycot was lost for a period of approx 3 mins during the resuscitation of a pt. The pt had been admitted to the neonatal unit with a 'low temperature'. The pt subsequently died." The said tech further advised fph that he performed a check on the cosycot, but was unable to reproduce the alleged fault.